Manufacturer narrative:
Visual inspection; device history review; complaint history review; risk assessment. Visual inspection was performed and no visual anomalies were identified. No relevant manufacturing issues were identified as all released units met specifications the plausible root cause of the reported event cannot be identified conclusively.

Event description:
It was reported that; we, along with the surgeon, noticed that the implant had too much toggle on the inserter, which was locked appropriately upon insertion into the disc space. Upon examination we agreed, and determined the implant might not expand in situ with the toggle. For the safety of the patient and best possible outcome, we decided to test the inserter and implant on the sterile field by expanding the implant. It did expand, however, we determined the inserter components might be defective due to the excessive toggle of the implant on the inserter, as we have never seen this happen before, and file a per.

Event description:
It was reported that; we, along with the surgeon, noticed that the implant had too much toggle on the inserter, which was locked appropriately upon insertion into the disc space. Upon examination we agreed, and determined the implant might not expand in situ with the toggle. For the safety of the patient and best possible outcome, we decided to test the inserter and implant on the sterile field by expanding the implant. It did expand, however, we determined the inserter components might be defective due to the excessive toggle of the implant on the inserter, as we have never seen this happen before, and file a per.